Event description:
The customer reported that whilst they were changing the extension set connected to the PICC line, the male luer lock broke. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
Manufacturer's report date: june 25, 2014. (B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product.